Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 070 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, a review of the pump black alarm history showed call service 070 and 064 alarms. The pump powered on normally with no alarms occurring. During testing, the pump rewind, load and prime steps were performed successfully and the pump exercised for 24 hours with no call service alarms emitted. The complaint of a call service alarm issue was shown in the history but was not duplicated during investigation. Unrelated to the complaint, there were cracks observed on the back side of the cartridge compartment canister, the battery compartment was cracked and the display was dim and discolored. In addition, the pump case was cracked between the case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.